Manufacturer narrative:
The reagent lot number is 783437. The expiration date was not provided. The investigation reviewed tha analyzer data which showed maintenance was overdue for measuring cell and syringe seal replacements. The field service engineer performed preventive maintenance and replaced the parts. After service, no further issues were reported by the customer. Multiple sample quality-related alarms were also noted in the analyzer data. The investigation determined the event was consistent with overdue maintenance and a pre-analytic issue (sample-related alarms). Preanalytics are within the customer's responsibility.

Event description:
The initial reporter received a questionable elecsys probnp ii (probnp ii) result from an unspecified number of patient samples tested on the cobas e 801 analytical unit. The reporter was able to provide one example of discrepant results: the initial result was 2546 ng/l with a data flag. The first repeat result was 1512 ng/l with a data flag. The second repeat result was 1563 ng/l with a data flag. This result was reported to the patient.